Manufacturer narrative:
H4: the lot was manufactured between march 23, 2023 - march 27, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6) hospital of anhui medical university. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not infuse. The day after infusion initiation, the nurse weighed the infusor and found the weight had not changed. Blood backflow was found in the indwelling needle extension tube. The nurse flushed the catheter and reconnected it. Ten minutes later blood backflow happened again. Then venous access to the device was re-established and blood backflow happened 30 minutes later. The device was filled with recombinant human endothelial inhibition. There was no report of patient injury or medical intervention associated with this event. No additional information is available.